Manufacturer narrative:
Concomitant product: product ID 8709, lot # j0056632r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml, 310.3 mcg/day) with a gablofen therapy start date of (B)(6) 2015, via an implantable infusion pump. Other medications the patient was taking at the time of the event included tizanidine 2mg. The patient's pertinent medical history included no known drug allergies, and cerebral palsy (cp) with spastic quadriplegia. Indications for use included intractable spasticity and cerebral palsy. It was reported that the pump was infected and was explanted on (B)(6) 2015. The patient first reported symptoms of being swollen with drainage to the hcp on (B)(6) 2015. Wound culture and gram stains were collected on that date. Results of the gram stain evaluation were reported as: few white blood cells (wbcs) present; few gram positive cocci; and rare red blood cells (rbcs). The culture results included: many staphylococcus aureus; rare proteus mirabilis; organism: staphylococcus aureus and proteus mirabilis. Laboratory results also included an abnormal comprehensive metabolic, and an abnormal complete blood count with differential (cbc with diff.) Interventions also included giving the patient vancomycin, cetepime ((B)(6) 2015); then dicloxacillin for 14 days. The infection was resolved.